Manufacturer narrative:
This report contains additional information in section h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on the left ventricular (lv) channel. The health care professional (hcp) called in questioning on the electrogram (egm) which was showing loc on lv channel, although lv thresholds were set to auto. Technical services (ts) reviewed and stated that five left ventricular automatic threshold (lvat) testing results in the logbook showed loss of capture at 4.5 v. The device was currently programmed to an lv safety margin of 1v however the maximum amplitude was set to 5v. Ts recommended an in-clinic assessment of lead performance and provided trouble shooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on the left ventricular (lv) channel. The health care professional (hcp) called in questioning on the electrogram (egm) which was showing loc on lv channel, although lv thresholds were set to auto. Technical services (ts) reviewed and stated that five left ventricular automatic threshold (lvat) testing results in the logbook showed loss of capture at 4.5 v. The device was currently programmed to an lv safety margin of 1v however the maximum amplitude was set to 5v. Ts recommended an in-clinic assessment of lead performance and provided trouble shooting options. This device remains in service. No adverse patient effects were reported.